Event description:
After delivering cold blood to the heart via antegrade cdpg needle, blood was noted in the roller head. Upon inspection of tubing, a rupture was found. The circuit was changed without incident to the pt.